Event description:
Consumer complaint of blood result reading of "hi." The customer states that she keeps getting the result "hi" on both of her meters. The customer is on insulin is very afraid and does not know what to do at this moment. I advised to customer seek medical attention and will follow up with customer. Followed up with the customer on (B)(6) 2014 at 08:38 pm. Spoke to the daughter in law. Unable to perform blood test at the time of the call due to customer being asleep. Unable to recall the results from the meter. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).